Event description:
It was reported that the pumps air in line unresponsive. Found during testing. No patient harm.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3: correction. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed medium alarm displayed: cannot start pump air in line. The customer¿s reported problem, air in line unresponsive was verified by functional testing. The caused is faulty air detector, and the air detector was replaced to correct the issue.